Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient encountered two infusion set cannula kinked event on 04-sept -2024 within 3 hours after insertion. The site of insertion was thigh. The blood glucose was reported high. Patient took correction injection via mdi company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information no further information available.